Event description:
It was reported that when trying to switch the blade on the micro reciprocating saw, a piece of the saw broke off. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed after the quality investigation has been completed.